Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was expected to be admitted; however, review in server and the server database showed the patient was still in a preadmit status. A technical support specialist (tss) advised that hospital information technology (it) needed to send an admit discharge transfer (adt) a01 event to update the patient status, and this guidance was provided through email. Subsequent follow ups confirmed that customer engaged with it team to complete the admission, after which the patient status was corrected and the issue resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to view patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.